Event description:
The customer states that they noted a leak on the left side of the cell-dyn 3200 sl analyzer and that the relay of the pressure pump on the analyzer is smoking. No patient results were impacted related to this issue. There was no damage to the surrounding environment related to this issue. Service resolved the issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.